Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb1, the pump was monitored and functioned properly. Pump was received with scratched case, case cracked behind the pump at the corner of the belt clip rails, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert. The customer's blood glucose level was 8.0 mmol/l at the time of the incident. The customer was not able to clear the alarm with pump reset. The product was returned for analysis.